Event description:
Procedure performed in native vessel popliteal vein. Doctor stated that as catheter was advanced over wire, it met resistance. Dr pulled the catheter back out and the marker band came off.